Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the jaw of a harmonic ace instrument broke off inside the patient. The pieces were retrieved with no harm to the patient. The procedure was completed.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the harmonic ace instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. Isi reviewed the site¿s complaint history, which revealed patient identifier (B)(6) and (B)(6)are related records (2 other harmonic ace instruments that were used in the same procedure with the same issue).

Manufacturer narrative:
The harmonic ace instrument has been returned and evaluated by the failure analysis team. The instrument was found to have one of the blades broken at the base. A piece approximately 0.663" x 0.062" was found to be broken off and the broken piece was returned. There were no pieces found missing. Components adjacent to this broken blade do not show damage.

Event description:
Refer to h10/h11 for follow-up information.